Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to pain and stiffness in joint. The physician needs to cut more native talus. No additional information is available at the time of this report.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to pain and stiffness in joint. The physician needs to cut more native talus. No additional information is available at the time of this report.

Manufacturer narrative:
The reported event could be confirmed, based on available medical record and health care professionals. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed: after reviewing hcp opinion and surgeon¿s feedback we can conclude that the tibial component shows some radiolucence and some cysts, however, there is no clear sign of loosening or migration. The pe cannot be assessed directly in the CT-scan. There is no clear indirect sign of loosening or dislocation. The talar component shows some radiolucence around the pegs, and there are some smaller cysts. No loosening or migration can be confirmed with these radiographic signs only. From the surgeons notes it is likely, that a stiff joint is the reason for the revision. Infection cannot be confirmed with the CT only. Based on investigation, the root cause was attributed to a patient related issue. The failure caused due to cyst and radiolucence around tibial and talar components. If the device is returned or any further information is provided, the investigation report will be reassessed.